Manufacturer narrative:
The explanted pump was returned for evaluation. Upon disassembly of the pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to have evidence of laminated layering, which indicates that they developed over an undetermined amount of time while the pump was supporting the patient. The rings found on the inlet bearings were similar in color and structure and were likely a single formation prior to disassembly of the pump. The thrombus formations found in the pump would have contributed to the reported elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to the patient's pump exchange, the patient had dark urine as well as elevated lactate dehydrogenase (ldh), all concerning for pump thrombosis. After admission to the hospital, the patient was started on IV blood thinners. The ramp echocardiography was confirmatory for pump thrombosis.

Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(4)2015 the patient's lactate dehydrogenase (ldh) was elevated at 1600 u/l. Treatment rendered at that time was not provided. The patient later presented to the hospital on (B)(6) 2015, with severe right lower quadrant abdominal pain that worsened with certain positional changes. The patient denied any nausea, vomiting, hematuria, or diarrhea. The patient also denied signs of gastrointestinal bleeding and hematuria, but did report increased shortness of breath and dyspnea on exertion. Due to the severe abdominal pain and previously elevated lactate dehydrogenase (ldh) values, the patient was admitted to the hospital. The medical professionals determined the patient had pump thrombus after continued elevations in the ldh values and performing an echocardiogram lvad ramp study for which the results were not provided. The patient underwent a pump exchange on and developing right uncal herniation. Due to the poor prognosis, surgical intervention was declined by the patient¿s family. Medical management of the neurological insult was attempted with no resolution. A second CT scan showed worsening progression and the patient¿s neurological status continued to decline. There were no reported issues with the new pump. The patient expired after support was withdrawn on (B)(6) 2015, and reportedly tolerated the procedure well. After recovering in the intensive care unit, the patient was discharged to the progressive care unit with a heparin infusion for anticoagulation. On (B)(6) 2015, the patient was discovered to be flaccid on the left side, with right side gaze deviation and slurred speech. CT scan revealed a large right posterior frontal lobe intraparenchymal hematoma with surrounding vasogenic edema with associated mass effect, and near complete effacement of the right lateral ventricle. There was also a right to left midline shift measuring 1 cm, and developing right uncal herniation. Due to the poor prognosis, surgical intervention was declined by the patient¿s family. Medical management of the neurological insult was attempted with no resolution. A second CT scan showed worsening progression and the patient¿s neurological status continued to decline. There were no reported issues with the new pump. The patient expired after support was withdrawn on (B)(6) 2015.